Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2026, hardware was removed on (B)(6) 2026 due to pain from a broken screw. The tip of the screw was left implanted. No other patient outcomes were reported as a result of this event. Additional information indicates that the patient's bones were completely fused/healed. No devices were returned for evaluation. The device history records were reviewed, and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although several factors can contribute to the reported event, the most likely cause cannot be determined due to the limited information provided, and no device being returned. However, the broken screw was likely subjected to excessive bending stresses which resulted in its breakage and contributed to the pain.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2026, hardware was removed on (B)(6) 2026 due to pain from a broken screw. The tip of the screw was left implanted. No other patient outcomes were reported as a result of this event.